Manufacturer narrative:
The returned instrument is currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
The tip snapped off the screwdriver while driving in the screw. The detached section remains entrapped beneath the rod and set screw.

Manufacturer narrative:
Visual inspection of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. The evaluation determined the failure was the results of a torsional overload.